Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu), as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019 the patient presented with st elevated myocardial infarction (stemi) therefore the 2.50x18mm xience sierra was implanted. On (B)(6) 2019 the patient was re-admitted with acute heart failure and other cardiovascular symptoms. Surgical treatment was performed however patient expired. No additional information was provided.